Event description:
Contamination issue or. While counting rn and tech noticed discoloration on raytex sponges. Patient was not in room. Back table tore down r/t contamination risk and case was pulled and set up again.